Event description:
Patient complaint of pain in knee. Patient presented complaining that her left total knee arthroplasty was causing significant discomfort. It was suspected that she might have anteroposterior instability and, with the use of a brace to stabilize the joint, she had improvement in her symptoms.